Manufacturer narrative:
Alleged failure: pull wire stuck in anchor. Probable root cause: design: poor mechanical advantage of locking feature; materials of inserter locking mechanism cannot withstand user locking forces; manufacturing: locking mechanism not manufactured or assembled to specification; incorrect heat treatment applied; application: not enough force applied; user unfamiliarity with device. The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that a portion of the pull wire broke off and remained inside the anchor. Delay of 20 minutes, surgery was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that a portion of the pull wire broke off and remained inside the anchor. Delay of 20 minutes, surgery was completed successfully.